Event description:
A patient reported that they are on five and their bottom teeth are still very crooked. The patient fangs on their upper teeth appear to have moved a little, but that is all. The patient is worried that their teeth will not get straightened as promised. The check in process was not working on the app. But the patient did mark true to periodontal and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.